Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to lead fracture. No further information is available.

Event description:
New information received notes that the lead issue was discovered through vibratory patient notification alert. During device interrogation, abrupt increase in hv lead impedance was observed. Patient was fine.